Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) preliminary testing revealed the device was at eri. Testing revealed anomalous output conditions. Further testing revealed the no output condition was the result of lifted hybrid bond wires.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed the device was at eri. Testing revealed anomalous output conditions. Further testing revealed the no output condition was the result of lifted hybrid bond wires. Further testing revealed no anomalies found as date of death was (B)(6) 2010 and analysis indicated the device was functioning until (B)(6) 2010, three days after the date of death.

Event description:
The device was returned to manufacturer following patient's death, analyzed, and subsequently tested out of specification. The cause of death was reported to be sepsis and renal failure. Additional information will be requested.